Manufacturer narrative:
Insulin pump was received with no motor movement due to corroded motor home switch. Unable to verify pump error post-reset ram crc alarm or the alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement due to no motor movement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. Customer's blood glucose level was 3.4 mmol/l. The insulin pump will be returned for analysis.